Event description:
As per the physician the coil was not taking proper shape in the aneurysm.

Manufacturer narrative:
The coil's socket ring was found to have been pushed down inside the pet angle ring/outer sheath. The remainder of the coil is undamaged. The coil's secondary windings are correct. The most likely root cause of the coil not taking loops in the aneurysm may have been due to interference from the coils already dwelling inside the aneurysm, on itself, or from fixed or detached debris from which the source cannot be identified. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and follow up will be submitted within 30 days.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 5 mm x 15cm deltapaq cerecyte microcoil coil was not taking proper shape in the basilar aneurysm. The coil was safely withdrawn without any stretching or unintended detachment. It was reported that the target site/vessel characteristics were "normal" with no further information. The device was received for analysis. The coil's socket ring was found to have been pushed down inside the pet angle ring/outer sheath. The remainder of the coil is undamaged. The coil's secondary windings are correct. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although based on the available information, no conclusion can be made regarding the reported event, procedural factors including aneurysm characteristics, interference with other coils or from itself may have contributed. With review of the returned coil, which was undamaged, and the device history record there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.